Event description:
Per the patient, she had always had "issues at the pocket"; it didn¿t ¿lay right¿ and it moved and flipped. They had to use ultrasound when filling the pump; it had always been hard for them to fill the pump. They were thinking about doing a pocket revision. It was later reported by the patient¿s pump managing physician that ultrasound was used to locate the pump refill port at 3 of the last 5 refill visits as there had been some difficulty accessing the port at refills; the difficulty encountered was not specified. At the most recent refill visit on (B)(6) 2014, it was reported that overall the patient was doing well. At the visit she reported some symptoms of urinary incontinence which occurred on occasion with poor pain control. The patient had back pain with the most recent episode starting more than a year ago; the pain radiated to the patient¿s pelvis, legs, and feet. The pump was refilled without using ultrasound and without incident at the visit. Due to the patient¿s loss of drug effect/increased pain, the dose was increased. The plan for the patient was for the patient to return (B)(6) 2014 for the next pump refill. It was felt that the urinary symptoms would be mediated with pain relief. There was no change made to her regimen for pain. There was no mention of plans to revise the pump pocket. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the patient's pump was constantly rubbing and sometimes it hurt. The patient was asked to wear a belly band and noted sometimes it hurt. The patient noted she wears a lidocaine patch over her pump area because she complained about the pain in the pump location since (B)(6) 2015.